Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered in range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the dilution mixer (dwud) wash station for the dilution tray (dtt) and aligned the instrument. The cse flushed the reaction tray wash unit (wud) and dwud lines and found that aspirate position 1 on the wud valve was clogged. The cse replaced the reaction tray wash unit drain valve 1 (cdev1) and performed system shutdown wash. Qc was then run and recovered in range. Siemens is investigating the issue.

Event description:
A discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on an advia chemistry xpt system. The discordant result was reported to the physician(s) and was questioned. The sample was repeated for co2 on an alternate advia chemistry xpt system, recovering higher. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low co2 result.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00281_s1 on 19-nov-2021. Additional information (17-dec-2021): the issue was resolved after the siemens customer service engineer (cse) replaced the clogged valve on the customer's advia chemistry xpt system. The customer has continued to run samples on the advia chemistry xpt system and has had no other issues post service intervention. The cause of the event was the clogged valve. The system is performing according to specifications. No further evaluation of this device is required.